Manufacturer narrative:
H10. Internal reference number: (B)(4).

Event description:
It was reported that a k-wire .045x9 2pt dm box contained all 6 k-wire .062x9 2pt wires. No case involved; therefore, there was not patient involvement.

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. A visual inspection was performed and no damage was able to be detected by naked eye. Regarding the sizing issue a review made by the quality engineering team revealed that, it is more likely a partial swap occurred during the package operation. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed devices. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. According with packaging sequence, the package should contain .045x9 2pt dm wires. At this time, we do have evidence to conclude that the products failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.